Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the delivery issue was most likely due to patient condition due to tortuosity and possible calcification of aorta.

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had attempted impella 5.5 support due to right coronary artery and left anterior descending artery disease. The distal inlet would not advance though the brachiocephalic artery. Multiple attempts were made, the wire was replaced, and the implant was unsuccessful and was aborted.

Manufacturer narrative:
G.3 the date on the previous supplemental manufacturer device report was reported incorrectly as 30-jan-2024. The date should of been 01-feb-2024.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition due to tortuosity and possible calcification of aorta.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The device was returned and tested during investigation. No abnormalities were found. The root cause of the delivery issue was most likely due to patient condition due to tortuosity and possible calcification of aorta.